Event description:
Consumer reported complaint for high blood glucose test results. Customer stated results from the true metrix meter were higher than another device; actual meter to meter comparison results were not provided. Customer had gone to the pharmacy to get a replacement meter. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strips are expired: manufacturer¿s expiration date is 07/13/2022. The customer did have another vial of test strips that had been stored and handled correctly: zc5904s, manufacturer¿s expiration date is 06/18/2026 and open vial date is (B)(6) 2025. During the call, a blood test was performed by the customer non-fasting and produced test result of 131 mg/dl using true metrix meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.